Event description:
Consumer used a smilesonic brush head that they were using and a tuft fell out. Consumer had been using the brush 1x per day for about two months now. Consumer was rinsing the brush while it was running the other day and noticed the front tuft wasn¿t moving. Consumer turned the handle off and moved the tuft around by hand and was able to easily remove it. Consumer is a light brusher and the handle has a pressure sensor to confirm.